Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl, while wearing the pod between 36 and 48 hours on the leg. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.